Manufacturer narrative:
A preliminary ECG interpretation was provided to the physician reporting pauses due to high-grade atrioventricular heart block (hgavb) on (B)(6) 2023. The patient received a pacemaker after (B)(6) 2023. Following the wear period and while compiling the final report, the interpretation was amended to reflect sinus with low voltage qrs. Device diagnostic data indicates that no functional issues were observed for the device around the time of the specified episode. Analysis of device logs found that the device performed as intended with no performance or functional issues noted. It was determined the algorithm should have classified the event as sinus. Further investigation revealed that the algorithm classified this event as a pause due to poor signal quality. Additionally, the certified cardiographic technician (cct) agreed with the algorithm interpretation. The provider also reviewed the tracing and agreed with the algorithm/cct interpretation of pause due to hgavb. The patient¿s physician has confirmed the pacemaker will not be removed from the patient. Physician notifications and ECG report(s) does not provide diagnosis; rather, it provides preliminary findings from which the clinician may make a diagnosis based on clinical judgement and patient clinical history.

Event description:
A preliminary ECG interpretation was provided to the physician that was incorrect.